Event description:
Hospital patholist reports the following: 62 year old female presented with t12 fracture, obesity, hyperthyroidism, hepatitis, and osteopenia. Underwent t12 corpectomy, bone grafting, implementation of kaneda anterior internal fixation device on 9/9/92. Physical therapy started on 9/15/92. During physical therapy session on 9/21/92, patient experienced chest pain, loss of consciousness. Vigourous attempts at resuscitation were unsuccessful and patient expired. Upon autopsy, pathologist noted kaneda endplates were 0.3-0.5 cm from lateral aspect of vertebral bodies and was able to remove device from vertebrae by manual distraction using one finger. 2700cc of fluid and clotted blood were found in thorax. Bleeding source was not identified on gross exam. Upon evisceration and further examination, the thoracic aorta was found to have an erosion which contained a molded impression of the rod and nut from the device. A probe could be passed into the lumen of the aorta through the point of erosion.the pathologist states that severe osteopenia was found in the vetebral bodies into which the endplates had been implanted. He states that he was able to pass a finger into and through these vertebral bodies. There was no histologic evidence of infection or systemic sepsis, therefore osteomyelitis is ruled out.it is the opinion of the pathologist that the device pulled out of the osteopenic vertebral bodies and rotated anteriorly, resulting in erosion of the thoracic aortadevice labeled for single use. Patient medical status prior to event: unknown. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, visual examination. Results of evaluation: patient diagnosis contraindicated use of device. Conclusion: there was no device failure. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.